Manufacturer narrative:
Eval result: release valve.

Event description:
It was reported by service report that the foot end of the stretcher will not pump up. It is unk if there was pt involvement, however, no adverse consequences are reported.